Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt awoke to discover their transfer set had become disconnected from the adapter of their catheter for an unknown reason. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies after aseptically replacing their transfer set. No pt injury or medical intervention was associated with this incident per the home pt.